Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump under infused three times during volume accuracy testing (values of 18.3-18.8). This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The unit was sent for flow accuracy testing and was within specification. The test was performed with a delivery rate of 40 ml/hr. The vtbi was 20 ml and the unit delivered 19.125 ml. The flow accuracy error percentage was -4.375%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.